Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump presented with error 1260. There were no reported adverse events.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in fair condition, with a damaged housing, and bleeding lcd. The device was powered up and alarmed ec1260, confirming the reported customer complaint. This is a corruption of the memory of the circuit board which was then replaced. The problem source has been determined to be unknown.

Event description:
Information was received that incident occured normal preventive maintenance; no patient "involvement".